Manufacturer narrative:
The report # 9615332-2018-00014 is associated with (B)(4), biotene original oral rinse (original).

Event description:
Consumer accidently swallowed 4 tablespoons of the biotene original oral rinse [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) year-old male patient who received glycerin (biotene original oral rinse (original)) mouth wash (batch number 7j155c, expiry date 8th august 2020) for drug use for unknown indication. On an unknown date, the patient started biotene original oral rinse (original). On (B)(6) 2018, an unknown time after starting biotene original oral rinse (original), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental overdose. Biotene original oral rinse (original) was discontinued on (B)(6) 2018 (dechallenge was unknown). On an unknown date, the outcome of the accidental device ingestion and accidental overdose were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (original). Additional information: adverse event information was received on 30 january 2018. The consumer stated that he had been using the biotene original oral rinse 16oz (original) for a couple of years, on (B)(6) 2018 consumer accidently swallowed 4 tablespoons of the biotene original oral rinse (original). He was aware he was only to use approximately one tablespoon per the instructions. He stopped using the biotene original oral rinse (original) after he accidently swallowed the product.